Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of auto restart after downstream occlusion not working, which was reproduced. The symptom was also confirmed through a review of the event history log, which revealed downstream occlusion events that were not followed by auto-restart with no evidence of the auto restart option being turned off. Evaluation found the downstream sensor readings and the downstream pressure plate gap to be out of specification. The downstream sensor was replaced to correct the condition. (B)(4).

Event description:
It was reported that a spectrum pump will not auto restart after a downstream occlusion. It was also reported there was no patient involvement.